Event description:
A male underwent initial aaa repair in 2009. The pt had a very angulated neck with a large, right iliac aneurysm. The procedure consisted of placement of a zenith renu aaa converter and a zenith iliac leg. The procedure went without reported incident, however, it is unk when the pt developed the type I endoleak. The pt underwent a secondary procedure in the same month, to resolve the endoleak. The physician placed a renu cuff. The status of the pt is unk.

Manufacturer narrative:
The zenith renu device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith renu device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria. Anatomical conditions. Proper ballooning sites. Sizing requirements. Specific to this case the IFU for the renu device states it is indicated for secondary endovascular intervention in pts having received prior endovascular repair. A definitive root cause cannot be reported at this time. However, based on correspondence in the file, it appears the physician used the renu graft as the initial device. This would be considered off label use, however it is unk if this was a contributing factor to the endoleak. Also, the neck may have been angulated, however, without films, it is unk if this was a contributing factor. We will continue to monitor for similar incidents.